Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.¿ based on the results of the investigation as well as the condition of the device, it is believed that the reported event was caused by external forces applied to the distal end. Per the initial report, the evaluation revealed considerable wear and tear on the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, a hole was confirmed in the insertion tube. Additionally, the device failed the scope leak check due to a leak. The distal adhesive was chipped, the probe unit was cut, and the control knob had low tension. Also, the customer label was faded. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the ultrasonic gastrovideoscope due to a puncture hole in the insertion tube. Once returned, evaluators noted that the probe unit had been cut. This report is being submitted to capture the damaged probe unit. There was no patient involvement as the original event occurred during reprocessing.